Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016-00049-1. This report was submitted as 1649833-2016-00058-1, june 29, 2016 description from original medwatch report as follows: information received via crfs for patient (B)(6) indicated that patient underwent mitral valve replacement and tricupid valve repair with pseudoaneurysm ligation on (B)(6) 2012 due to mitral and tricuspid insufficiency. Patient received onxmc-25/33 for mitral repair. Patient died on (B)(6) 2012 listed in crfs as "death - non-cardiac-related, multi- system organ failure." Crfs indicate the following "he continued post-operatively to slowly decline and on (B)(6) 2012 had symptoms of deterioration, he was started on IV steroids and high dose vasoactives. It was during this time that on (B)(6) he was discovered to be in liver shock, from previous history of cirrhosis and portal hypertension. On (B)(6) the patient started having gi bleeding in which gi was consulted and performed an upper endoscopy and discovered bleeding varices, the bleeding was stopped. Unfortunately also during this time his kidneys continued to fail and on (B)(6) nephrology was consulted and he was placed on cwh." Additional information is pending.